Manufacturer narrative:
Further information was requested but not received.

Event description:
During a follow-up, episodes of noise which resulted in oversensing and increased pacing impedance were noted on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.